Event description:
It was reported that "the new version tubes are now longer and not suitable." There is no reported patient involvement, death or serious injury associated with this event.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Six unopened samples were returned. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. Dimensional readings performed confirmed the length of the cannulas were all manufactured within their specification. The failure reported by the customer was not confirmed.

Manufacturer narrative:
(B)(4).